Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving multiple battery out limit alarms after a battery change. Customer stated that the batteries were not left out of the insulin pump for a long time. Customer's blood glucose reading at the time of the call was 85 mg/dl. No further information reported.